Event description:
Baxter service center in japan reports heater bag inflated with air during fill 2/3 during automated peritoneal diaylsis treatment on homechoice device. Affiliate reports no pt injury or medical intervention.